Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the atrial lead exhibited a loss of capture. The lead was explanted and replaced. The patient was stable post procedure.